Manufacturer narrative:
The samples have been received, but have not been evaluated. After the samples have been evaluated, a follow-up will be submitted. Review of the complaint history reveals similar reports have been received for this product, 1c8290, lot#gr227587 for the reported issue. A corrective and preventive action has been initiated for this issue.

Event description:
"The baxter interlink system minivolume extension set leaked at the "y" while nurse was initially priming lines for tpn and lipids. Tubing replaced before it reach the patient." No additional information was available.